Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Device passed the delivery accuracy test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose values of 500 mg/dl. Customer¿s current blood glucose value was 224 mg/dl. Customer treated high blood glucose with insulin pump and manual injections. Customer alleged that the insulin pump was under delivering. Customer declined troubleshooting for high blood glucose. The product will be returned for analysis.